Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample was not returned for evaluation. Five photographs were returned in support of the customer's complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6064551. Conclusion: evaluation of the returned photographs shows a larger than normal blood droplet in the well of the stopper. Without and actual sample bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® barricor¿ tube lime ce, had a droplet of blood on cap and blood pools in stoppers as well. There was no serious injury or medical intervention reported.